Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Technical services (ts) reviewed and recommended potential programming changes for this device. This ICD remains in service. No additional adverse patient effects were reported.